Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent patient presented in clinic experiencing syncopal episodes. Device interrogation revealed noise reversion, loss of output and intermittent high impedance measurements on the ventricular channel of the pulse generator. An x-ray revealed the ventricular lead was not fully inserted into the device header. The pocket was reopened and the lead was reinserted into the device. After the lead was reinserted, all electrical values were normal. The patient was fine post procedure and would continue to be monitored.